Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4). Event date month and year valid ((B)(6) 2019). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that their device would not really charge the ins. Sometimes it worked and sometimes it didn't. They stated the whole thing was heating up. It was just about burning them when they put it on their back. It heated to the extent that they had to take it off. The patient claimed the recharger was getting hot and was burning them. The screen showed to find another place and showed it wasn't in the right position. They used the controller and recharger on the call and it worked. They tried to open the recharging option on the controller menu, with the recharger plugged in, to reduce the charge level but was unable. The controller showed no device found. No further complications were reported or anticipated.

Manufacturer narrative:
Correction: product ID 97755, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.